Manufacturer narrative:
It is reported that the equipment stopped running during use. No patients were injured. The user facility did not involve the local dragers & s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by drager but was not able to provide additional details. Based on the limited information reported by the customer, it is only known that the equipment has been in use for six years. So far, no damaged parts have been returned. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use.it is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
During the operation of the anesthesia machine, the equipment suddenly stopped working and triggered an alarm, causing the patient to temporarily suffer from oxygen deficiency. Medical staff immediately intervened with a manual ventilation device. The replacement of the anesthesia machine continues. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
During the operation of the anesthesia machine, the equipment suddenly stopped working and triggered an alarm, causing the patient to temporarily suffer from oxygen deficiency. Medical staff immediately intervened with a manual ventilation device. The replacement of the anesthesia machine continues. No patient injury reported.